Event description:
It was reported that the patient underwent an l4-5 tlif to treat degenerative spondylolisthesis. It was reported that the driver tip broke during loosening of the set screw. No patient complications were reported.

Manufacturer narrative:
Additional info: the first ¿3mm of the driver tip is sheared from force applied in the counter clock-wise direction. A review of the driver¿s hardness did not identify any non-conformance. The radiuses of the blades are distorted from what appears to be the torsional force used to tighten the screw. The shearing of the driver¿s head is consistent with torsional overload.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.